Event description:
It was reported that a spectrum pump failed to sense closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h11: h11: the device was received for evaluation. During functional testing, not sensing door closed was reproduced. A review of the event history log revealed 'shut door - power off ' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be link that was binding. The link will be readjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.